Event description:
It was reported via repair work order that the brakes could not be engaged due to a missing brake pedal groove pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes could not be engaged due to a missing brake pedal groove pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously, it was reported that brakes could not be engaged. However, upon completing the manufacturer's investigation it was determined that the brakes/steer could not be operated from the head end pedal due to a missing roll pin. It was reported that the brake/steer pedal was spinning freely. The brakes/steer could be operated from the other pedal. This event is not likely to result in serious injury or death because the unit could still be put into brake.